Manufacturer narrative:
D03 - intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the reported issue. Failure analysis found the primary failure of broken molded insulator to be related to the customer reported complaint. For clarification, the instrument was found to have a broken molded insulator that held the grip tip onto the instrument. The broken piece, approximately 0.056" x 0.277" in size, was not returned. Root cause of this failure is attributed to manufacturing. Additional observation reported by site that is related to the primary failure: the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. Updated fields: d9, g3, h2, h3, annex b, annex c, annex d.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved in this complaint has not yet been returned for analysis. Therefore the root cause of the reported failure cannot be confirmed. No image or video clip for the reported event was submitted for review. A review of the device logs for the instrument (part# 470405-06 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. This event is being reported based on the following conclusion. The force bipolar instrument reportedly broke and a fragment fell inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the force bipolar instrument jaw broke and fell inside the patient. One of the jaws broke off and a broken cable was also noticed. The procedure was completed with no reported injury. On 26-jan-2021, intuitive surgical, inc. (Isi) contacted a site nurse and additional information was obtained about the complaint: it was reported that the instrument broke and the fragment fell inside the patient when the instrument was being used to remove the prostate. It was not noticed if the instrument ever came into contact with a hard material. The instrument was inspected prior to use and nothing abnormal was noticed. The solitary fragment was retrieved using a laparoscopic grasper. The instrument was immediately removed from use when it broke. It was not noticed if the force bipolar instrument ever collided with another instrument. It was reported that the procedure was not recorded, so there is no possibility of a video review.